Event description:
This spontaneous case from united states was received on (B)(6) 2018 from the patient this case concerns (B)(6) male patient who initiated treatment with synvisc one and after unknown latency had difficulty bearing weight and some pain in knee, also, device malfunction was identified for the reported lot number. No, previous medications, concomitant medications and concurrent conditions were reported. His only relevant medical history is type 2 diabetes on (B)(6) 2017, patient received treatment with intra articular synvisc one injection at a dose of 6 ml once osteoarthritis left knee (batch/ lot number: 7rsl021 and expiry date: unknown). On an unknown date in 2017, after an unknown latency patient had difficulty bearing weight that he didn't have before this shot. He described this weight bearing pain as 3 on 0-10 scale and it's not all time, just now & then, like there's not enough lubrication there. Caller stated he didn't have swelling or redness in his left knee, no fever associated with injection, no labs were drawn & no specific treatment approach was recommended by his hcp. He had some pain in his knee now & then (onset: 2017; latency: unknown) corrective treatment: not reported for all events outcome: unknown for all events seriousness criteria: important medical event for device malfunction. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Pharmacovigilance comment: sanofi company comment dated 9- jan-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced knee pain and weight bearing difficulty. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.